Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 243,262,283 and 297 mg/dl. The customer's expected fasting blood glucose test result range is 100-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 290 and 297 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): 1:243mg/dl (B)(6) 2016 11:32 am fasting: yes, 2:262mg/dl (B)(6) 2016 05:54 am fasting: yes, 3:283mg/dl (B)(6) 2016 05:46 am fasting: yes. Memory concerns: all listed above. The customer stated the a1c is 9.6% which is equivalent to 229mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 243,262,283 and 297 mg/dl. The customer's expected fasting blood glucose test result range is 100-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 290 and 297 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). The customer stated the a1c is 9.6% which is equivalent to 229mg/dl.